Manufacturer narrative:
Device was used for treatment, not diagnosis. Yi et al (2010) difference in occurrence of heterotopic ossification according to prosthesis type in the cervical artificial disc replacement. Spine volume 35, number 16, pp 1556-1561. This report is for unknown prodisc-c/unknown quantity/unknown lot. UDI # unknown part number, UDI is unavailable. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article; yi et al (2010) difference in occurrence of heterotopic ossification according to prosthesis type in the cervical artificial disc replacement. Spine volume 35, number 16, pp 1556-1561. Korea. Retrospective study of the difference of heterotopic ossification (ho) occurrence according to 3 different types of prosthesis. A total of 170 patients undergoing cervical arthroplasty with the prodisc-c and 2 other competitors device were included. Cervical lateral radiographs obtained before and after surgery were used to identify ho. Prodisc c was implant in 28 patients; c3-c4 (1), c4-c5 (4), c5-c6 (20) and c6-c7 (4). One patient had bilevel (c4-c5-c6) prosthesis implanted. Occurrence rate, occurrence free period, location, and grade of hos were investigated according to the different prosthesis. Among all of the 170 patients, ho was found in 69 patients. Most of the patients (78.3%) were classified as grade 1 or 2 of ho. Anterior located ossification was more frequent than posterior location. In the survival analysis of ho occurrence. 20 of 28 patients implanted with prodisc-c had post-operative ho (grade 1: 5, grade 2: 10, grade 3: 5). Complications reported: heterotopic ossification in 20 patients post-operatively. This is report 1 of 1 for (B)(4). This report is for an unknown prodisc-c implant.